Event description:
It was reported surgical intervention was undertaken approximately 6 months after implant relocating the ipg from the left flank to the left abdomen due to discomfort.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.